Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the product could not confirm the stated failure without obtaining the actual device/ product. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the complaint history records shows no complaints for the same part/failure mode. A clinical analysis indicated that a (B)(6) patient underwent a total knee in (B)(6) 2016. Approx. 10 days later was readmitted to hospital due to pain and to rule out joint infection and aspiration was performed and reported that it was not infected. They diagnosed a hematoma likely from post-operative bleeding. Three months later the patient underwent a manipulation under anesthesia for stiff knee likely due to inflammatory changes secondary to the hematoma. The clinical study documents were reviewed to complete this investigation. No further assessment is necessary at this time based on the information available. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
UDI#: (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a joint aspiration was performed. It resulted in no signs of infection. Manipulation under anesthesia is planned due to stiff knee.